Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment in the aortic position the valve dislodged aortic. The valve was recaptured and a second deployment was made. The valve was deployed and determined too ventricular and was recaptured again. Upon recapture, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was started. The patient was placed on bypass. Per the physician, the hypotension was created during the recapture process without allowing patient recovery before redeploying. After the patient stabilized, the delivery catheter system (dcs) and valve were retrieved from the patient and a new delivery catheter system (dcs) and new valve were prepped. The valve was positioned and deployed uneventfully. The patient was doing well. No additional adverse patient effects were reported.